Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer's blood glucose (bg) level was up to 500 mg/dl. The customer reverted to a backup pump and reported that bg levels lowered.

Manufacturer narrative:
It was reported that the customer had an unspecified issue with the pump. Another call confirmed the cartridge alarm 19.